Event description:
Device 2 of 3. Reference MFR report # 1627487-2014-00333 and 1627487-2014-00335. The pt's (B)(6) therapy system includes an ipg and two percutaneous leads from different lots. It was reported the pt experienced overstimulation when pressing the ipg with either his hand or the programmer hand. Otherwise, stimulation is said to be barely felt. A diagnostic test found low impedance readings for several lead contacts. An appointment with the physician has been scheduled for further assessment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.